Event description:
The following was reported to davol: pt was implanted with a bard composix kugal hernia patch during an unspecified procedure. On (B)(6) 2014 - "the small intestine has been perforated because of the rupture of the reinforcement suture related to the prosthesis. The small intestine needed to be resected and the prosthesis removed."

Manufacturer narrative:
The info provided is limited, we have requested add'l info from the contact. A mfg review was performed and found that the lot was manufactured without discrepancy. Additionally, the explanted device was not returned for eval. Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. This MDR includes all pt, event, and device info davol has received to date. If add'l info is obtained,a follow up MDR will be submitted.